Event description:
Ventilator alarm sounded. Ventilator not ventilating pt. Ventilator taking out of service and pt manually bagged by respiratory therapist until new ventilator replaced. No harm to pt. Diagnosis or reason for use: respiratory failure.